Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 30-jun-2016 replaced all 3 buffer valves. Customer also had called on 29-jun-2016 and explained that their printer was not printing so also replaced the printer with new one. Ran controls and precision with all good results. The most probable cause of the reported event was 2 way buffer valves and printer failure.

Event description:
On (B)(6) 2016 the customer reported intermittent low pressure at end of run and printer issues with their hlc-723g8 analyzer. Customer reported had low pressure during warmup, took no action, started run of controls, ran fine. Had a run on earlier, got error, not sure when in run. Had another low pressure error, happened at end of run during wash. Has all reagents, suggested changing buffer line filters. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.